Manufacturer narrative:
F10, correction - inadvertnetly did not add code for aspiration on initial MDR.

Event description:
It was reported that hat the patient was bed bound so could not twiddle the vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported by the patient's parents that the patient was in the hospital. They checked her device an a low impedance message was seen. She said her daughter was having an increase in seizures and device was shocking her all day causing the seizures to the point where the patient aspirated. The patient was intubated the patient's device was disabled due to the lead issues. It was reported that the patient was in the hospital for at least a month. No further relevant infomariton has been received to date. No known relevant surgical intervention has occurred to date.